Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The cause of the patient feeling stimulation in the wrong location was asked, the healthcare provider stated they were unsure, the patient wasn't seen until (B)(6) 2019 and when they were seen they didn't mention feeling stimulation in the buttocks. They were asked if they knew the cause of the patient seeing the upper limit screen on programs 1 and 2. They responded the patient was on program 2 at 2.9, they switched the patient to program 3 at 1.2. It showed the previous program 4 was up to 3.5. The patient continued to have incontinence. They returned to the clinic on (B)(6) 2019. They complained of urge and stress incontinence. They were started on a medication and biofeedback. The device was not checked at that time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. The patient reported they could not make it to the bathroom and they were going through 5 or 6 pads a day. Caller reported it was like they didn't even have the stimulator. The patient had been changing programs on their own for several weeks. At the time of the call they were on program 4 at 3.6. Caller also reported that the doctor changed it, but when they got home it wasn't helping as much, but not as bad as it was a the time of the report. The patient was redirected to their healthcare provider to check the integrity of the device. Caller also reported they were feeling stimulation in the wrong location,in their upper buttocks. Caller reported a fall that may be related to this. Caller also reported they were seeing the upper limit on programs 1 and 2 which they had never seen before. Caller reported they no longer felt stimulation in the pelvic floor on programs 1 and 2. The patient was redirected to follow-up with their healthcare provider. No further complications were reported or anticipated.